Event description:
Same case as: 2134265-2013-07860, 2134265-2013-07862. It was reported that the motor drive unit was unable to perform pullback. The ilab motor drive unit was used in conjunction with atlantis sr pro intended to visualize the non-tortuous and non-calcified lesion. It was noted that during percutaneous coronary intervention damage to the pullback mechanism occurred after initial run and no longer worked. Automatic pullback was attempted once and the physician did not perform manual pullback. The procedure was completed with another with same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).